Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported poor speech understanding with the device for the last month. However, there is sound awareness but inadequate speech and language development as reported by the clinic.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further medical intervention is considered but no date has been scheduled yet.

Event description:
The user reported poor speech understanding with the device for the last month. However, there is sound awareness but inadequate speech and language development as reported by the clinic. Further medical intervention is considered but has not been scheduled yet.